Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to an infection that was not related to the device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).